Event description:
It was reported that the blocker loosening of l2 right was found. At present, revision surgery is not planned because the patient is advanced age.

Manufacturer narrative:
Method: no device returned. It remains implanted in patient. Results: no device returned. Conclusion: the device remains implanted and is unavailable for evaluation. Because no device has been returned, testing and inspection cannot be performed to aid in root cause analysis. The root cause of the customer reported event cannot be determined conclusively.

Event description:
It was reported that the blocker loosening of l2 right was found. At present, revision surgery is not planned because the patient is advanced age.